Event description:
It was reported that the luer lock connection was not straight/secure. Customers blood glucose was displayed as high but not greater than 500 mg/dl. Customer delivered a correction bolus via pump to address bg level. The customer changed the pump supplies to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.